Manufacturer narrative:
Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. The valve is not available for evaluation, as it remains implanted in the patient. However, it was confirmed that the cause of death was due to endocarditis. There is insufficient information to determine the source of the infection. If additional information is received, the complaint will be re-opened and processed accordingly. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in japan, post deployment of a 26mm sapien 3 valve in the aortic position, the patient was diagnosed with infective endocarditis (ie) due to gram-positive coccus (gpc) bacteremia. The patient did not improve and passed away on post-operative day 12. The cause of death was related to the endocarditis; however, the source of infection was unknown.